Manufacturer narrative:
Model number: a partial model number was provided, healon. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor noticed a film in the capsular bag after implanting a zcb00 intraocular lens (iol) on (B)(6) 2017, and couldn't tell if it was from the cartridge or healon ophthalmic viscosurgical device (ovd). Reportedly, it was able to be removed without incident. No additional information was provided. This report represents the healon, a second report will be provided for the cartridge.

Manufacturer narrative:
The material is not available for investigation; therefore, the complaint cannot be further investigated based on the available information. A product deficiency cannot be confirmed from the photo provided by the customer. Visual inspection on retained samples could not be performed since the lot number is unknown. Manufacturing record review and compliant history review could not be performed since the lot number is unknown. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
It was reported during follow up that there are multiple cases however, an exact number of cases is unknown. All pertinent information available to abbott medical optics has been submitted.